Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (MRI tech) reports speaking with patient on the phone and patient is unable to read ins due to a depleted battery. No issues reported. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt is trying to charge ins so they can get an MRI but are getting poor communication, and says they haven't used it in about 8 months. Pt says that reason they stopped charging is because "we have been working for different medications for pain and the swelling in my legs and it seems to be working so I haven't used the battery for about 8 months maybe". They said "I probably should have gone in for an adjustment with the dr, but it wasn't stimulating the area at the times I wanted it to, that started about 8 months ago too". Pt says reason for ins was a construction accident where he shattered his foot, heel and leg. Pt needs to get an MRI, but patient services (ps) reviewed he is over discharged, and to follow up with healthcare provider (hcp). Ps reviewed he can ask MRI facility to call for guidelines, and they could possibly ask a rep to be paged to come to facility to get pt out of over discharged state. Pt needs an MRI but appears to be in over discharged state. Ps reviewed he can have MRI tech call but without having charge, they won't be able to access MRI mode.  Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was MRI technician said she was told the device is not functioning and that patient can't recharge. No further detail was available. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller states the pt needs MRI but hasn't used system in years. Caller notes pt tried charging two days ago and found they could not. Technical services reviewed considerations around overdischarge and mris. Caller states it is unlikely they will pull ins out of overdischarge considering the amount of potential time it would take. No symptoms were reported. Additional information received from the manufacturer representative reported that the patient had not used the system for over two years and needed to get it put into MRI mode. Multiple recharge sessions were attempted and three trickle charges were unsuccessful. The injury to the shoulder that needed the MRI was unrelated to the device or therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins was in an overdischarged state. An attempt will be made to recover the device.